Event description:
It was reported that the physician suspected a lead fracture. It was also reported that the patient was experiencing inadequate and painful stimulation due to high impedances. Additional information was received that lead fracture was not confirmed.

Event description:
It was reported that the physician suspected a lead fracture. It was also reported that the patient was experiencing inadequate and painful stimulation due to high impedances. Additional information was received that lead fracture was not confirmed. Additional information was received that the patient underwent a lead replacement procedure and stimulation was restored in recovery. The explanted device was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn : m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7075280.

Event description:
It was reported that the physician suspected a lead fracture. It was also reported that the patient was experiencing inadequate and painful stimulation due to high impedances.